Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, oversensing causing pacing inhibition was observed on both channels, with a 125 ms pattern consistent with the minute ventilation signal frequency. Leads impedance measurements were within normal range. The physician was advised to turn the minute ventilation sensor off.